Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Hospital discarded as biohazard.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."